Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/29/2018. Philip's field service engineer recommended that the customer replace the battery. The customer did not elect to replace the battery at the time preventive maintenance was performed.

Event description:
It was reported that during preventative maintenance (pm), the unit failed battery testing. There was no patient involvement. The event date was not specified; estimate used.